Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report cartridge chemistry probe leak. The customer replaced 3-way valve, however leaking continued. No injury or exposure was reported.

Manufacturer narrative:
On (B)(6) 2011 a bec field service engineer (fse) found sample probe was not leaking; the cap piercer was identified as the source of the leak. Fse replaced the cap piercer shuttle, shower and quad ring. Obstruction was removed from the connector on the vacuum line for cap piercer. Bec internal notification number is (B)(4).